Manufacturer narrative:
The reported event could be confirmed, although the device was not returned but an x-ray was provided which confirms the breakage. A device inspection was not possible since the affected device was not returned, and only an x-ray was provided for investigation. The medical expert opinion revealed the following: ¿there has been osteoporotic or osteopenic surrounding bone can hardly be assessed via x-ray. If there is no preoperative information. The initial positioning of the nail and the screws seems to be alright. It is again a little hard to say as we do only have the two x-rays showing the situation after loosening of the nail. As there is no union visible on the x-ray so far. We have a case of non-union, here. We have very clear signs of loosening with at the distal tibia and calcaneus. The other measurements taken to support the union seem reasonable and are according to the state-of-the-art, but unfortunately failures can still occur.¿ based on the above investigation most probably the failure was due to the patient¿s condition (nonunion) but due to insufficient information and product not returned for evaluation the exact root cause could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The following event was reported by the end user to the (B)(6) competent authority ((B)(6)); breakage of the locking screws. Revision surgery on (B)(6) 2019.